Manufacturer narrative:
Initial reporter facility name: (B)(6) dialysis clinic. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette disconnected from the female connector of the transfer set. This occurred during treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the silicone tubing separated from the female connector or main body. The reported separation between the tubing and twist clamp was verified. The cause of the separation between the female connector and twist clamp could not be determined. The connection between the dark blue female connector and silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. The reported disconnection from the female connector was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.